Event description:
It is reported that the patient will be revised due to high ion levels.

Manufacturer narrative:
Evaluation summary: product identification has not been returned, so product compatibility cannot be confirmed, and product manufacturing documentation cannot be retrieved and reviewed. Neither x-rays, operative notes, office visit notes, nor lab/pathology reports have been returned. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.